Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain, menses irregular, menorrhagia and obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1174 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the 8 coils of the essure were noted at the tubal ostia. The left tubal ostia was cannulated in a similar fashion. The 6 coils were left visible in the left tubal ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.16 kg/sqm. [Ultrasound scan vagina] on (B)(6) 2016: findings: the uterus measures 9.0 x 6.6 x 5.3 cm and demonstrates normal echogenicity. The endometrial stripe measures 0.4 cm and appears homogeneous. Essure device is noted. Right ovary measures 3.1 x 2.6 x 1.5 cm and left ovary measures 2.9 x 2.7 x 1.9 cm. No adnexal masses are demonstrated. There is trace free fluid, favored to be physiologic. Impression: the endometrial stripe appears homogeneous and measures 0.4 cm. No adnexal mass. No myometrial mass. Essure device is noted. Trace free fluid favored to be physiologic. Indications: menorrhagia with irregular cycle. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain, menses irregular, menorrhagia and obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1174 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the 8 coils of the essure were noted at the tubal ostia. The left tubal ostia was cannulated in a similar fashion. The 6 coils were left visible in the left tubal ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.16 kg/sqm. [Ultrasound scan vagina] on (B)(6) 2016: findings: the uterus measures 9.0 x 6.6 x 5.3 cm and demonstrates normal echogenicity. The endometrial stripe measures 0.4 cm and appears homogeneous. Essure device is noted. Right ovary measures 3.1 x 2.6 x 1.5 cm and left ovary measures 2.9 x 2.7 x 1.9 cm. No adnexal masses are demonstrated. There is trace free fluid, favored to be physiologic. Impression: 1. The endometrial stripe appears homogeneous and measures 0.4 cm. 2. No adnexal mass. 3. No myometrial mass. 4. Essure device is noted. 5. Trace free fluid favored to be physiologic indications menorrhagia with irregular cycle quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.